Event description:
One week after implantation of three cypher stents, the pt complained of chest pain during hospitalization and ECG done was abnormal. Coronary angiogram revealed a thrombus in all three implanted stents requiring balloon angioplasty (details unknown). According to the physician, the thrombotic event may have occurred because "the stent was under-dilated at the overlapping area at the proximal and mid left interior descending coronary artery. Pt was on anticoagulant therapy. The index procedure was an emergency procedure secondary to acute myocardial infraction. The target lesions were the proximal and mid left anterior descending branch and first diagonal coronary arteries. For the proximal and mid left anterior descending lesion, the vessel was a de novo, bifurcated and eccentric lesion. The lesion length was 34mm and vessel diameter was 2.5mm with a type c vessel classification. Pre-dilation was conducted with a balloon (2.5/15mm) at 7atm for 30 seconds. A bms (2.25/12mm: driver) was implanted at 16 atm for 30 seconds at the left anterior descending branch. The first cypher stent (2.5/28mm) was implanted at 12atm for 40 seconds at the proximal end of the bms. 2nd cypher (2.5/18mm) was implanted at 15atm for 45 seconds at the proximal end of the initially implanted cypher. All three stents were overlapped. Post-dilation was not conducted. For the lesion in the first diagonal coronary artery, the vessel ws also de novo, bifurcated with eccentricity. The lesion length was approximately 20mm and vessel diameter was 2.5mm with a type b2 classification. Pre-dilation was conducted with a balloon (2.5/15mm) at 7atm for 30 seconds. Cyhper (2.5/28mm) was implanted at 14atm for 40 seconds at the target lesion by y-stenting technique. Post-dilation was not conducted. Intravascular ultrasound was conducted and timi flow before and after the procedure was 3. The residual percentage of stenosis was 25% at the proximal and mid left anterior descending branch and at the first diagonal coronary artery. Act was not measured.

Manufacturer narrative:
This product is not sold in the united states, but it is similar to a product that is sold in the united states. This is one of three products involved in the same pt and reported under manufacturing numbers 9616099-2007-00509, 9616099-2007-00508 and 9616099-2007-00510. Add'l info will be submitted within thirty days upon receipt.